Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Therefore, the pocket was reopened. Attempts to reposition the lead were unsuccessful. Therefore, this lead was explanted and replaced. Upon removing the lead, it was noted the lead had a pigtail form. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Visual inspection noted the insulation sleeve was bunched up 102 mm from the terminal pin, the rate sense coils were deformed as a result of bunching, the lead body was curled and twisted. Blood/body fluid was noted in the rate sense lumen and the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism could not extend most likely due to the blood/body fluid infiltration.